Event description:
Ra lead became dislodged during the biv ICD upgrade. Doctor wanted to replace the lead with a new lead. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.